Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify how clips are firing incorrectly? Clips seem to have fired with one side closing but not the other. What surgery was this device used in? Don¿t know. You stated photos are available; can you please send these photos to productcomplaint1@its.jnj.com and reference (B)(4). I can¿t find those any more because this happened almost 2 months ago. Did device not feed clips? No. Did device feed clips sideways? Don¿t know. Did device not fire clips (jammed)? Don¿t know. Did device fire malformed clips? Yes. Did device fire scissored clips? Not sure what that means. Did device drop or eject clips? No. Was cholangiogram done on procedure? N/a. Was device fired over another clip or hard structure? No. How was the case completed? Staff opened another applier.

Event description:
It was reported that during an unknown procedure, the clips are firing incorrectly. It is unknown how the case was completed. There were no patient consequences reported.